Event description:
It was reported the patient had his dbs ipg replaced because the ipg was inoperable.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was at normal end of life is no longer reportable.

Event description:
Additional information received reports that the patient's ipg was at normal end of life is no longer reportable.